Event description:
It was reported that the patient was in an atrial fibrillation and slow ventricular tachycardia with the slow ventricular tachycardia lasting approximately 10 hours. It was reported that no therapy was delivered. The patient went into ventricular fibrillation the following day with intermittent undersensing resulting in failure to meet detections and no therapy was delivered. The right ventricular sensitivity was reported as programmed to 0.45mv. The failure of the device to deliver therapy was reported to result in the patient demise.

Manufacturer narrative:
Product event summary: product ID# (B)(4). A proximal portion was received measuring 6 cm. Analysis was performed and no anomalies were found, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d224trk, implanted: (B)(6) 2010. Product ID: 419688, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.